Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was too flimsy during insertion. The patient alleged that the device could not be used.

Manufacturer narrative:
Received 1 used rubber catheter only. The reported event was unconfirmed as the problem could not be reproduced. The sample was inspected and did not find anything to contribute to the reported event. Per the tactile evaluation, the catheter was found to be firm at the tip end, and not flimsy. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was too flimsy during insertion. The patient alleged that the device could not be used.